Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent sling procedure in (B)(6) 2015. Following the procedure, the patient experienced constant chronic pain throughout the body in various places and unable to walk as before the procedure. The patient is unable to get relief from everyday pain killers. No additional information was available.